Manufacturer narrative:
Device evaluation: analysis of the returned device identified device was underweight and had a broken shell. A visual and microscopic analysis were performed which identified a sharp broken on the posterior side, creases fold and a missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is missing shell due to inconclusive, and a sharp break on the posterior side due to an unidentified tear opening.

Event description:
Physican reported rupture of right implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Physician reported rupture of right implant. Device has been explanted.